Event description:
Our sales representative was informed that a patient had an incidence of microbial keratitis that was later confirmed to be a bacterial ulcer that required treatment at the local hospital. No further information on the outcome of this incident has been provided. The ecp was unable to confirm wheter the presence or location of any ulcer, whether there had been any loss of visual acuity, what treatment had been prescribed, or what the outcome was. No lenses or lot number information was available. Product: focus night and day.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "microbial keratitis: little info except dx of microbial keratitis with medical intervention." H6 - (the lens was not made available; unk lot number) prohibits an investigation of the contact lens associated with this complaint.